Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11 corrected fields: d9 the device was not returned to olympus for inspection. The complaint is confirmed. Based on the results of the investigation, the most probable cause of the complaint is d1101 - failure to follow instructions, since tac traced the issue to the user not using the maj-1430 pigtail connector between their 180 series scope and cv-190. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device presented a scope communication error b30 on his tower. The issue was found, during inspection for use. There were no reports of patient involvement.